Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to syncope. Upon interrogation, it was noted that the atrial lead exhibited intermittent sensing and loss of capture. A chest x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was repositioned and the patient was in stable condition.